Event description:
Patient was in symptomatic afib rvr with hypotension causing dyspnea/palpitations. ER provider explained electrical synchronized cardioversion to patient and family. Consents were signed. Time out done. Pt was attached to lifepack with upmc supplied "physio-control" brand defib patches. Synchronized cardioversion attempted x3 (200j, 300j, and 300j). On the 3rd synchronized cardioversion there was noted odor of something "burnt." Patches removed and redness noted to body under patches with what appears to be possible burn vs irritation. ER doc was present for entire event and after noticing these marks, opted to no longer shock pt, the paddles/patches were removed and medication intervention is to be started. All medical equipment involved was used appropriately and under direct supervision of ER doc. Per warning label attached to physio-control brand patches/paddles - paddles are safe to use for up to 50 shocks, or 8 hours of continuous pacing, the use in this case was well within the products safe usage parameters. Warning label does also denote that skin irritation and or burns may occur with pacing over 30 min or a shock greater than 100j. Dr. States application of bacitracin to skin irritation/burn is the only intervention needed currently.